Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the port was leaking significantly from the start of the procedure. It was noted as soon as an instrument was removed from the trocar - this continued throughout the procedure. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Hissing noted when instrument inserted. If so, did the noise prevent insufflation? Please describe the noise. No. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? U/k. Were you able to identify where the leak was coming from? It appeared to be the universal seal. Was a device inserted in the trocar during the leaking? If so, what device? A grasper, this seemed to prevent the significant leak but then the hissing noise was noted. Was any torque being applied to the trocar or device? No.